Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rexf0720 showed one other similar product complaint(s) from this lot number.

Event description:
The PICC was placed on the (B)(6), incident occurred approx 3 months post placement. Leaking appeared at the exit site. PICC withdrawn to expose a hole in the PICC, approx 1cm within subcutaneous space. PICC repaired. The device was in pt contact, no injury to pt.